Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 439888, implantable pacing lead, implanted: (B)(6) 2013; 6947m62, implantable tachy lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient is deceased and died approximately five months post implant of the implantable cardioverter defibrillator (ICD) system. The patient is reported to have complained of chest pain. Emergency services were contacted and resuscitation efforts were attempted but were unsuccessful. The cause of death was sudden cardiac arrest. The patient is noted to have been a participant in the attain performa clinical study.